Event description:
It was reported that two microfx drill heads broke off during successive microfracture procedures. The doctor then tried to use an awl on the patients patella as a substitute and the head of the instrument snapped off as well.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.